Event description:
A nurse called zoll customer support to report that a (B)(6) female patient was alleging that her lifevest was not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (device not working) was confirmed. Upon investigation the monitor was unable to complete a baseline. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.